Event description:
It was reported that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range intrinsic amplitude measurements resulting in an alert in the remote home monitoring system. Review of stored device data in the remote home monitoring system noted that the average rv amplitude measurement was 7 millivolts (mv) with the minimum being 0.4 mv. A stored pacemaker mediated tachycardia (pmt) episode was also noted that showed brief oversensing of noise (one second in duration). Rv pacing impedance measurements and right ventricular automatic threshold (rvat) tests were noted to be stable and in range. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.